Manufacturer narrative:
Device eval by manufacturer: the advancer unit and burr catheter were received together. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically examined. The distal end of the sheath is torn as if it had come into contact with the burr during the procedure and became damaged. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the sheath was torn and there were smoke emissions. A 1.50mm rotalink plus was selected for an atherectomy procedure. Outside the patient, the burr catheter was connected, irrigation was initiated, and the preparation test was performed. Smoke emission was noted. The distal end of the sheath was observed to be torn, bunched up, and damaged. The procedure was completed with another of the same device. There were no reported patient complications.

Event description:
It was reported that the sheath was torn and there were smoke emissions. A 1.50mm rotalink plus was selected for an atherectomy procedure. Outside the patient, the burr catheter was connected, irrigation was initiated, and the preparation test was performed. Smoke emission was noted. The distal end of the sheath was observed to be torn, bunched up, and damaged. The procedure was completed with another of the same device. There were no reported patient complications.